Manufacturer narrative:
Liebel flarsheim mfg investigation report pending. Once mfg investigation report is received, a medwatch supplemental report will be submitted.

Event description:
Customer reports that female undergoing a bladder resection for tumor. Pt moved onto the urology table, anesthesia was introduced and pt intubated. Pt draped for procedure when the room locked up and went down. Unable to reboot system and pt had to be moved to another room. Customer states that pt safety was compromised due to fact that pt under anesthesia longer than probably necessary.